Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred, which lead to customer experiencing elevated blood glucose (bg) levels, and subsequent vomiting. Customer addressed elevated bg levels via corrective manual injection. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting, however customer adjusted pump settings to address the issue.